Manufacturer narrative:
If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during a revision procedure for this patients right ventricular (rv) lead, this right atrial (ra) lead was stuck in the device header. The lead was therefore explanted and replaced. No adverse patient effects were reported.